Event description:
Elderly male with history of htn (hypertension) and recent chest pain. Procedure: diagnostic heart cath for right heart function and patency after CABG x 3 (coronary artery bypass graft). Collagen not deploy. No known harm to patient, delay in procedure. Manufacturer response for vascade, 5 f vascade (per site reporter) will obtain.